Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082878) on 31-jan-2019. The most recent information was received on 21-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic area pain') and arthralgia ('ongoing pain hip/joint pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amlodipine besilate (norvas), chlortalidone (chlorthalidone) and lisinopril. On (B)(6)2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), arthralgia (seriousness criterion disability), pain ("body aches") and constipation ("constipation") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, arthralgia, pain, weight increased and constipation outcome was unknown. The reporter provided no causality assessment for arthralgia, constipation, pain, pelvic pain and weight increased with essure. The reporter commented: serious injury criterion: " disability / permanent damage / required intervention /other serious (important medical event) " was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: this case found to be duplicate of case (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No new follow-up information was received from the reporter.